Event description:
The balloon burst during inflation in the ostium of an unidentified vessel, which was described as calcified. The procedure was successfully completed with another unk balloon. There was no report of pt injury. As per the reporting affiliate, no add'l procedural info is available. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.